Event description:
Patient was receiving his flu vaccination when the needle the nurse was using leaked the vaccination out the side of the needle after it was injected into the patient's skin. Patient was injected again using a second needle and was given his dose of influenza vaccination. Needle was a 1" hypodermic by smiths medical.